Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). (B)(6). Investigation is completed. This is an initial final report submission. Review of the most recent repair record determined the ratchet handle was stuck, the device was out of calibration, and the comb was bent. The comb and ratchet handle were replaced and the device was recalibrated and resolved the reported issue. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the mesher handle was not connecting and disconnecting easily and was in need of repair. At product evaluation investigation the mesher comb was found to be bent. No adverse events were reported as a result of this malfunction.